Event description:
It was reported that, during the water vapor therapy procedure, as soon as the delivery device was inserted into the patient, the director heard the sound of a fracture. No errors were received, and the fractured tip of the device was later removed using the forceps of the ureteroscope. It was noted that the patient's urethra was particularly narrow. A storz scope was used with the device. The physician took a new delivery device to complete the procedure. There were no patient complications.

Event description:
It was reported that, during the water vapor therapy procedure, as soon as the delivery device was inserted into the patient, the director heard the sound of a fracture. No errors were received, and the fractured tip of the device was later removed using the forceps of the ureteroscope. It was noted that the patient's urethra was particularly narrow. A storz scope was used with the device. The physician took a new delivery device to complete the procedure. There were no patient complications.

Manufacturer narrative:
Upon receipt of this delivery device at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection found the tip of the device was fractured in half. Therefore, the event reported by the customer was confirmed.